Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported two red, blue, green dots in the endoscopic image during installation involving an olympus camera head. There was no patient involvement.